Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the stability of the implantable cardioverter defibrillator (ICD) withheld therapy for an episode where there appears to be av (atrioventricular) dissociation. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information that the implantable cardioverter defibrillator (ICD) was reprogrammed.